Manufacturer narrative:
Follow-up #1: date of submission, 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during investigation, it was observed that when the pump was powered on, the display appeared to be dim and discolored. Unrelated to the original complaint, it was observed that there was a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim display screen that is difficult to read in a bright setting. It was reported the display had gradually dimmed over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.